Event description:
Per report by trauma ICU (ticu) rn: intubated patient suddenly desaturated to 75%. Ultimately the decision was made for anesthesia to exchange the et tube. Rn reports concern for cuff leaking. Product with suspected cuff leaks: halyard microcuff endotracheal tube. Lot# um6046xxx ref # (B)(4).

Event description:
Per report by trauma ICU (ticu) rn: intubated patient suddenly desaturated to 75%. Ultimately the decision was made for anesthesia to exchange the et tube. Rn reports concern for cuff leaking. Product with suspected cuff leaks: halyard microcuff endotracheal tube. Lot# um6046xxx ref # 35212.